Manufacturer narrative:
(B)(4). Batch # r59y2f. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported: screw fell off. It was reported that the screw was found falled off when opening the sterile packing during surgery. The device was not used and the screw didn't fall into the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint (B)(4). Batch # r59y2f. Device evaluation summary: the analysis found that one ntlc75 device was returned with the right bearing missing, the shroud was noted to be damage on the same side of the missing bearing the damage noted was as scratch. No cartridge reload loaded on the device. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the right bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.